Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's mother alleging the patient was using the device more as her breathing was getting worse. The patient was taken to the hospital via ambulance and had a heart attack from too much carbon monoxide. The patient passed away from respiratory failure. The CPAP device was not in use when the patient passed away from respiratory failure. Patient's mother believes she purchased a special cleaning device but unsure of name. Mother later reported that she does believe that her daughter passed away due to respiratory failure from using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.